Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that thirteen days post a port placement procedure in the right subclavian vein, the port allegedly had a break. It was further reported that leak was allegedly noted. Reportedly, the port allegedly leaked out under the skin near vicinity of the port body and on the body surface. The port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The port septum was noted to be partially dislodged from the port body. A leak from the dislodged port septum was noted upon infusion. Aspiration was attempted but was unsuccessful as only air returned into the attached in-house syringe. Therefore, the investigation is confirmed for the reported leak and identified material protrusion issues. However the investigation is unconfirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that thirteen days post a port placement procedure in the right subclavian vein, the port allegedly had a break. It was further reported that leak was allegedly noted. Reportedly, the port allegedly leaked out under the skin near vicinity of the port body and on the body surface. The port was removed. The current status of the patient was unknown.